Manufacturer narrative:
(B)(4). Visual examination of the returned product performed functional test per note 9 of the print, which resulted in failure as the tower sub assembly moves freely without force. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause is attributed to standard wear and tear from repeated use for eight plus years. The complaint is confirmed via product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument does not assemble with mating instrument resulting in inaccurate measurement. The mechanism doesn¿t lock in place when trying to the femur. Therefore, the size is off and the rotation as well. There is no additional information available.